Event description:
It was reported that the patient had been hospitalized due to dyspnea. Poor left ventricular capture due to high capture thresholds were observed. The left ventricular lead was explanted. A replacement lead could not be implanted due to the patients anatomy. On (B)(6) 2015, an epicardial left ventricular lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.